Event description:
Customer alleged that the pump was under infused. The customer overfilled the administration set by 100 ml. The total bag volume and volume to be infused were 1700 ml and 1600 ml. When the infusion was completed, there was still 295 ml left when it should be 195 ml. The rate was 106.7 ml/hr.

Manufacturer narrative:
Investigation found that the pump failed volumetric accuracy tests by +/-5%. The pump was recalibrated to resolve the issue.